Event description:
The product (vgw1430fl0) was used for lesions with 100% occlusion rate and moderate to severe calcification (sfa-pop). After approaching the lesion together with the combined device, the peeling was confirmed at the tip of the plastic jacket when the product was removed from the body. The procedure was completed using another guidewire and there were no health hazard on the patient.

Manufacturer narrative:
Although the product is not distributed in the u.s., but in japan, similar products (product family) are distributed in the u.s. Therefore, the MDR is being implemented. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). [Manufacturing records]: all products were confirmed to have passed inspection. [Lot history review]: no other similar product experience report was received from this lot. [Complaint history review]: complaints about products of the same structure (vgw1423fl0, vgw1430fl0, vgw1423fl0f, vgw1430fl0f, 014in ss floppy l190cm, 014in ss floppy l300cm) over the past three years showed that the number of events of the peeling was small and did not show an increasing trend. [Returned product investigation an investigation of the returned product revealed the following: first, the plastic jacket had torn off and peeled off 5 mm from the tip, and damage was found to be caused by the surface curling up and becoming uneven 5-10 mm from the tip. It is considered that there was excessive contact and/or abrasion between the plastic jacket and the hard lesion. Secondly, a curved deformation was found in the shaft at a position 300-400 mm from the tip. It is highly likely that the operation was carried out by force. Thirdly, peeling of the ptfe coating was found at a position 1,700-1,900 mm from the tip. There was evidence of over-tightening by the torque device, which was likely due to inappropriate operation of the torque device. Based on the above, it has been determined that this event is not caused by product quality. However, it cannot be said that there is no possibility of serious health hazard in the event of recurrence of the similar event, and the possibility of the detached fragments remaining in the patient's body cannot be completely ruled out. Instructions for use (IFU) states below and no CAPA will be taken. [Warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position. [Otherwise, damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. Do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel. [How to use]: 3. Procedures for insertion over the wire system g) insert the torque device from the proximal end of the guidewire if necessary and manipulate the guidewire via the torque device. When repositioning the torque device over the guidewire, ensure that the torque device is released completely from the guidewire prior to repositioning. Do not attach the torque device over the hydrophilic coating. [Malfunction and adverse effects] possible complications and adverse events of guide wire use include, but are not limited to: damage of guidewire (separation, breakage, damage of coating).